Event description:
It was reported, that a patient presented in-clinic for a follow-up. The right-atrial (ra) lead exhibited noise over-sensing causing loss of capture. As a resolution, the ra lead was capped and replaced on (B)(6) 2024. Patient condition was stable.

Event description:
New information received confirms that the right-atrial (ra) lead exhibited inappropriate automatic mode switch as well.